Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received, pfs alleges pain, difficulty walking and limited mobility. After review of medical records, patient was revised to address metallosis, osteolysis and loosening of stem. Operative findings stated tart there was metallosis extending into bone-implant interface. There was a very visible and obvious motion between the stem and proximal femur with bubbling of blood/fluid at the implant-bane interface on moving the stem back and forth using surgeon's hand-exactly like it was on the left side. Laboratory results taken last (B)(6) 2016: cobalt serum = 2.2 ug/l doi: (B)(6) 2008; dor: (B)(6) 2017; (right hip).